Manufacturer narrative:
This report is submitted on april 7, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 03, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 under general anesthesia. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on june 22, 2022.